Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that saline solution was absent from the lens vial and the lens was hard. The lens could not be folded for injection. There was no patient contact. Reportedly this issue occurred with 2 lenses. This report references lens 1 of 2. Reference MDR#1119279-2014-00319 for lens 2 of 2.